Event description:
The meter cannot be read because part of the display is missing. A review of the system was conducted over the phone. This review indicated that segment were missing from the display.the customer was asked to return the meter for further evaluation and a replacment was provided.the customer was invited to call 24/7 with future questions/concerns.